Event description:
Envoy medical corp. (Emc) was notified on 19-feb-2026 of a wound breakdown over the patient's implanted ear as a result of multiple infections. Surgeon removed the sp to allow for wound healing on (B)(6) 2026. Patient/clinical history with emc: (B)(6) 2012 : implant 06-jul-2012 : fitting 14-apr-2014 : fitting 15-apr-2019 : battery change 13-may-2019 : post battery change fitting 12-may-2025 : fitting (B)(6) 2025 : battery change 14-oct-2025 : post battery change fitting (B)(6) 2026 : sp explant.

Manufacturer narrative:
Patient required explanation due to wound dehiscence and skin infection.